Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 32 staples left in the cartridge, indicating that the customer fired at least 3 staples. For functional testing the stapler was fired into the air. The first fire resulted in one fully formed and one unformed staple coming out. The stapler was then disassembled. After the trigger had been removed, the shuttle fell out of the cover block. No observed damage to the shuttle was found. A non-conformance was opened by the manufacturing site to further evaluate this issue. Minor die casting anomalies were also discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air resulted in one fully formed and one unformed staple coming out. Upon disassembly, when the trigger was removed, the shuttle fell out of the cover block, indicating it had not been attached properly. Die casting anomalies were discovered on the forming tool. A non-conformance was initiated by the manufacturing site to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the skin stapler was not firing due to defective handle". No report of patient harm or injury. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the skin stapler was not firing due to defective handle". No report of patient harm or injury. The patient status is reported as "unknown".